Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to call back if any malfunction code reappears, which they acknowledged and understood.